Event description:
The manufacturer received information regarding a dreamstation auto CPAP device. The patient has alleged visualization of particles. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a dreamstation auto CPAP device. The patient has alleged visualization of particles. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation scratched lcd screen was observed. The device powered on and airflow was confirmed. The device downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they could not confirm the customers allegation and there was no visible foam degradation and unit got corrected.